Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, externalized conductors were observed on the right ventricular lead. Fluoroscopy confirmed that the cables were extruded. The lead was capped on (B)(6) 2020 and replaced. The patient was stable after the procedure.